Event description:
It was reported that during use of implantable pulse generator (ipg)the device exhibited unexpected atrial fibrillation (af) burden results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.